Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 24-jun-2019 with the following findings: during investigation, the audio bolus button cover was observed to be missing. Due to the missing cover, the bolus button was unable to be tested. The complaint of an audio bolus button response issue was not able to be investigated or confirmed. Unrelated to the original complaint, investigation revealed a crack in the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging that the audio bolus button was under responsive and damaged. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.